Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry, damaging multiple components on the computer / analog (ca) and defibrillator boards. The cause of the inability to power on is the extensive damage. The root cause of the high voltage deviation could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/22/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 12/20/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor indicating that it could not complete testing.